Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -11.5/+4.0/100 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
D4: unique identified (UDI)#- (B)(4) should be added to the initial MDR. Claim#: (B)(4).